Event description:
It was reported by the customer when the customer performed PICC catheterization, the decompression sleeve was pre-filled according to the process, and found that black impurities flowed out of the sleeve mouth, and then replaced the spare sleeve to complete the catheterization. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material in the sample is inconclusive due to the state of the returned sample. Five photographs of a groshong nxt connector were returned for evaluation. An initial visual observation of the photographs showed many small, black particles in a tray with a clear liquid. A particle was also observed on the distal connector piece in one of the returned photographs. No damage could be seen on the sample in the returned photographs. It was not possible to determine when, where, or how the observed particles came into contact with the device from the returned photographs; therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer when the customer performed PICC catheterization, the decompression sleeve was pre-filled according to the process, and found that black impurities flowed out of the sleeve mouth, and then replaced the spare sleeve to complete the catheterization. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.